Manufacturer narrative:
Additional clarification was received on september 17, 2015, confirming that there was no issue with the foot pedal getting stuck. The only issue was that it did not ablate at first and when the physician put more pressure and changed the point of press, the foot pedal worked. Therefore, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Therefore, this event has been reassessed to not reportable. (B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ep ¿ shuttle rf generator system ¿ 100w and the foot pedal got stuck and continued ablating. At first, they were having issues that they were not able to ablate. Then when the physician changed the point of where he was pressing the footpedal, than it would ablate. After, the foot pedal got stuck and continued ablating. They had to replace the foot pedal to complete the procedure. There was no patient consequence. Defected part was replaced. Issue was resolved. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Upon further investigation, it was found that foot pedal was not stuck. Issue was related to the foot pedal was not working and physician had to put more pressure on foot pedal when ablating.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ep - shuttle rf generator system - 100w and the foot pedal got stuck and continued ablating. At first, they were having issues that they were not able to ablate. Then when the physician changed the point of where he was pressing the footpedal, than it would ablate. After, the foot pedal got stuck and continued ablating. They had to replace the foot pedal to complete the procedure. There was no patient consequence. The foot pedal stuck in "on" position and cannot turn off the ablation could potentially cause patient injury. Therefore, this event has been assessed as a reportable malfunction.